Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("right ectopic pregnancy") and device dislocation ("migration of device") in an adult female patient who had essure (batch no. B59453) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "did not undergo essure confirmation test". The patient's past medical history included gravida ii and parity 4 (dates of live births: (B)(6) 2002, (B)(6) 2004, (B)(6) 2007, (B)(6) 2013). Previously administered products included for an unreported indication: depo shot. Concurrent conditions included overweight and blurred vision. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced fatigue ("fatigue") and nausea ("nausea"). On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant) with pelvic pain, dysmenorrhoea ("dysmenorrhea"), migraine ("migraines"), headache ("headaches"), weight increased ("weight gain") and back pain ("back area pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (underwent laparoscopic right salpingectomy for right ectopic pregnancy). Essure was removed on (B)(6) 2015. At the time of the report, the ectopic pregnancy with contraceptive device, device dislocation, dysmenorrhoea, fatigue, migraine, headache, nausea, weight increased and back pain outcome was unknown. The reporter considered back pain, device dislocation, dysmenorrhoea, ectopic pregnancy with contraceptive device, fatigue, headache, migraine, nausea and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records confirming :headaches, pelvic pain, ectopic pregnancy". Most recent follow-up information incorporated above includes: on 15-mar-2018: pfs received - new event "dysmenorrhea, fatigue, migraines, headaches, nausea, weight gain, back area pain, did not undergo essure confirmation test" were added. Lot number was added. New reporter were added. Historical and concomitant conditions were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("right ectopic pregnancy") and embedded device ("migration of essure device location of device- myometrium") in a 31-year-old female patient who had essure (batch no. B59453) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included multigravida and parity 4 (dates of live births: (B)(6) 2002, (B)(6) 2004, (B)(6) 2007, (B)(6) 2013). Previously administered products included for prevent pregnancy: ortho tri cyclen from (B)(6) 2013 to (B)(6) 2013; for an unreported indication: depo shot. Concurrent conditions included overweight and blurred vision. Concomitant products included nsaids since (B)(6) 2013 and paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping) / sever cramps"), fatigue ("fatigue") and nausea ("nausea"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain") and experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2015, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), 1 year 6 months after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criterion medically significant) with pelvic pain, back pain ("back area pain") and abdominal pain ("abdominal area pain"). The patient was treated with surgery (underwent laparoscopic right salpingectomy for right ectopic pregnancy on (B)(6) 2015). At the time of the report, the ectopic pregnancy with contraceptive device, embedded device, dysmenorrhoea, fatigue, migraine, headache, nausea, weight increased, depression, anxiety and abdominal pain outcome was unknown and the back pain had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, ectopic pregnancy with contraceptive device, embedded device, fatigue, headache, migraine, nausea and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records confirming :headaches, pelvic pain, ectopic pregnancy". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-mar-2019: pfs received. Event:migration of device updated to events migration of essure device location of device- myometrium. Event: plaintiff had not undergone essure confirmation test deleted. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("right ectopic pregnancy") and device dislocation ("migration of device") in an adult female patient who had essure (batch no. B59453) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "did not undergo essure confirmation test". The patient's past medical history included multigravida and parity 4 (dates of live births: (B)(6) 2002, (B)(6) 2004, (B)(6) 2007, (B)(6) 2013). Previously administered products included for an unreported indication: depo shot. Concurrent conditions included overweight and blurred vision. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced fatigue ("fatigue") and nausea ("nausea"). On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant) with pelvic pain, dysmenorrhoea ("dysmenorrhea"), migraine ("migraines"), headache ("headaches"), weight increased ("weight gain") and back pain ("back area pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (underwent laparoscopic right salpingectomy for right ectopic pregnancy). Essure was removed on (B)(6) 2015. At the time of the report, the ectopic pregnancy with contraceptive device, device dislocation, dysmenorrhoea, fatigue, migraine, headache, nausea and weight increased outcome was unknown and the back pain had resolved. The reporter considered back pain, device dislocation, dysmenorrhoea, ectopic pregnancy with contraceptive device, fatigue, headache, migraine, nausea and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records confirming :headaches, pelvic pain, ectopic pregnancy". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("right ectopic pregnancy") and device dislocation ("migration of device") in a 31-year-old female patient who had essure (batch no. B59453) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test", device ineffective "device ineffective" and device monitoring procedure not performed "plaintiff had not undergone essure confirmation test". The patient's past medical history included multigravida and parity 4 (dates of live births: (B)(6) 2002, (B)(6) 2004, (B)(6) 2007, (B)(6) 2013). Previously administered products included for an unreported indication: depo shot. Concurrent conditions included overweight and blurred vision. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue") and nausea ("nausea"). In (B)(6) 2015, the patient experienced weight increased ("weight gain"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2015, 1 year 6 months after insertion of essure, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain, back pain ("back area pain") and abdominal pain ("abdominal area pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (underwent laparoscopic right salpingectomy for right ectopic pregnancy). Essure was removed on (B)(6) 2015. At the time of the report, the ectopic pregnancy with contraceptive device, device dislocation, dysmenorrhoea, fatigue, migraine, headache, nausea, weight increased, depression, anxiety and abdominal pain outcome was unknown and the back pain had resolved. The reporter considered abdominal pain, anxiety, back pain, depression, device dislocation, dysmenorrhoea, ectopic pregnancy with contraceptive device, fatigue, headache, migraine, nausea and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records confirming : headaches, pelvic pain, ectopic pregnancy". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2018: plaintiff fact sheet revived. New reporter added. Event onset date added. Events depression, mental anguish, abdominal area pain and plaintiff had not undergone essure confirmation test added incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('right ectopic pregnancy'), embedded device ('migration of essure device location of device- myometrium') and device dislocation ('migration') in a 31-year-old female patient who had essure (batch no. B59453) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included multigravida and parity 4 (dates of live births: (B)(6) 2002, (B)(6) 2004, (B)(6) 2007, (B)(6) 2013. Previously administered products included for prevent pregnancy: ortho tri cyclen from 30-sep-2013 to 7-oct-2013; for an unreported indication: depo shot. Concurrent conditions included overweight and blurred vision. Concomitant products included nsaids since october 2013 and paracetamol (acetaminophen) since october 2013. On (B)(6) 2013, the patient had essure inserted. In december 2013, the patient experienced migraine ("migraines") and headache ("headaches"). In january 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping) / sever cramps"), fatigue ("fatigue") and nausea ("nausea"). In january 2015, the patient was found to have weight increased ("weight gain") and experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2015, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), 1 year 6 months after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criterion medically significant) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), back pain ("back area pain"), abdominal pain ("abdominal area pain"), genital haemorrhage ("gen. Abnormal bleeding") and post procedural complication ("post removal complication"). The patient was treated with surgery (salpingectomy- unilateral and underwent laparoscopic right salpingectomy for right ectopic pregnancy on (B)(6) 2015. At the time of the report, the ectopic pregnancy with contraceptive device, device dislocation, back pain, abdominal pain and genital haemorrhage had resolved and the embedded device, dysmenorrhoea, fatigue, migraine, headache, nausea, weight increased, depression, anxiety and post procedural complication outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, anxiety, back pain, depression, device dislocation, dysmenorrhoea, ectopic pregnancy with contraceptive device, embedded device, fatigue, genital haemorrhage, headache, migraine, nausea, post procedural complication and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, migration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records confirming :headaches, pelvic pain, ectopic pregnancy". Batch no b59453 production date 2013-07-26 expiration date 2016-07-31. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 28-may-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("right ectopic pregnancy") and device dislocation ("migration of device") in an adult female patient who had essure (batch no. B59453) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "did not undergo essure confirmation test". The patient's past medical history included multigravida and parity 4 (dates of live births: (B)(4)2002, (B)(4)2004, (B)(4)2007, (B)(4)2013). Previously administered products included for an unreported indication: depo shot. Concurrent conditions included overweight and blurred vision. On (B)(6)2013, the patient had essure inserted. In 2014, the patient experienced fatigue ("fatigue") and nausea ("nausea"). On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant) with pelvic pain, dysmenorrhoea ("dysmenorrhea"), migraine ("migraines"), headache ("headaches"), weight increased ("weight gain") and back pain ("back area pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (underwent laparoscopic right salpingectomy for right ectopic pregnancy). Essure was removed on (B)(6)2015. At the time of the report, the ectopic pregnancy with contraceptive device, device dislocation, dysmenorrhoea, fatigue, migraine, headache, nausea and weight increased outcome was unknown and the back pain had resolved. The reporter considered back pain, device dislocation, dysmenorrhoea, ectopic pregnancy with contraceptive device, fatigue, headache, migraine, nausea and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records confirming :headaches, pelvic pain, ectopic pregnancy". Most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received -event "back pain" outcome updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("right ectopic pregnancy") and device dislocation ("migration of device") in a female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criterion medically significant) with pelvic pain. Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (underwent laparoscopic right salpingectomy for right ectopic pregnancy). At the time of the report, the ectopic pregnancy with contraceptive device and device dislocation outcome was unknown. The reporter considered device dislocation and ectopic pregnancy with contraceptive device to be related to essure. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('right ectopic pregnancy'), embedded device ('migration of essure device location of device- myometrium') and device dislocation ('migration') in a 31-year-old female patient who had essure (batch no. B59453) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included multigravida and parity 4 (dates of live births: (B)(6) 2002, (B)(6) 2004, (B)(6) 2007, (B)(6) 2013). Previously administered products included for prevent pregnancy: ortho tri cyclen from (B)(6) 2013 to (B)(6) 2013; for an unreported indication: depo shot. Concurrent conditions included overweight and blurred vision. Concomitant products included nsaids since (B)(6) 2013 and paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping) / sever cramps"), fatigue ("fatigue") and nausea ("nausea"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain") and experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2015, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), 1 year 6 months after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criterion medically significant) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), back pain ("back area pain"), abdominal pain ("abdominal area pain"), genital haemorrhage ("gen. Abnormal bleeding") and post procedural complication ("post removal complication"). The patient was treated with surgery (salpingectomy- unilateral and underwent laparoscopic right salpingectomy for right ectopic pregnancy on (B)(6) 2015). At the time of the report, the ectopic pregnancy with contraceptive device, device dislocation, back pain, abdominal pain and genital haemorrhage had resolved and the embedded device, dysmenorrhoea, fatigue, migraine, headache, nausea, weight increased, depression, anxiety and post procedural complication outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, anxiety, back pain, depression, device dislocation, dysmenorrhoea, ectopic pregnancy with contraceptive device, embedded device, fatigue, genital haemorrhage, headache, migraine, nausea, post procedural complication and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, migration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records confirming :headaches, pelvic pain, ectopic pregnancy". Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 5-may-2020: pif received: events: gen. Abnormal bleeding and post removal complications were added. Outcome and rcc comments updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.